Manufacturer narrative:
Device passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to encoder signal out of phase. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Insulin pump passed self test, off no power test and all operating currents tested within the spec range. No unexpected low battery alarm were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose was unknown. Customer stated that insulin pump received random no delivery alarm. Customer stated that insulin pump was cut off in the middle of the night due to no power from batteries but was able to turn on when they woke up. The device will not be returned for analysis.